Manufacturer narrative:
E: reporter phone (B)(6) institution phone 0484 2430875.

Event description:
Philips received a complaint on the v60 ventilator indicating that the tidal volume was not reaching the target volume. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) stated that the alleged issue could not be reproduced. No issue was found, and the ventilator was operating as expected. The device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.